Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to high impedance measurements. When testing with the external cardiovertor defibrillator (ecd) 'open' message appeared 2 times.